Event description:
Patient's caretaker/sister reports that patient's cassette was completely empty after 46 hours. Reviewed with caretaker the quantity of diluent and pump rate being used. At current pump rate of 45ml/24 hours the cassette would last approximately 53 hours. Unable to identify any cause of this occurring. Unknown if problem was caused by cassette issue. Unknown if interruption in therapy has occurred. Sending a replacement pump to ensure the patient is receiving the correct amount of medication, unable to provide serial number while on the call, but will call back with serial number. Cassette lot number ard expiration date unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product fault occur while in use with the pt? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.